Event description:
On (B)(6) 2015, a 21 mm trifecta valve was implanted. On (B)(6) 2017 the valve was explanted due to calcification and replaced with an unknown valve. The patient is reported to be stable.

Manufacturer narrative:
An event of calcification was reported. Gross morphological and histopathological examination revealed calcifications on all 3 leaflets. There was circumferential fibrous pannus ingrowth on the inflow and outflow surfaces on leaflets 1 and 3. There was no inflammation present in the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.